Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the patient went into the emergency room on (B)(6) 2024. They performed x-rays that showed the pump had moved from its original placement. They were able to interrogate the pump and showed no alarms were logged. She was advised to go to where her original implanter and managing doctors were located until she could obtain a referral to be managed in (B)(6). The patient withdrawals and not feeling relief symptoms were cause due to the pump flipping. Action/intervention: she was given oral medication for withdrawal symptoms at the emergency room on (B)(6) 2024. On (B)(6) 2024, the patient had a revision surgery, replaced the pump segment, and the pump tacked down with ¿prolene mesh.¿

Event description:
Additional information was received from a company representative stated that the drug dosage was 1.0 mg/ml and the drug concentration was 12.8 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative and a patient receiving intrathecal morphine (unknown) at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported by the patient that the pump was flipping over when she bends over and she was requesting for help. The patient stated she had moved but had not established with a doctor to provide pump care. A couple of weeks ago she started having withdrawal symptoms: nausea, vomiting, headaches, diarrhea, sweats on and off. The patient was not due for a refill until august 20th. The patient had no confirmation that the pump had flipped by xray or from a healthcare provider. Patient had still not gone to the emergency room at the time of this report. Additionally, the patient stated she never received a device to control her pain pump and she believed it was not working properly. The patient also stated that the last few weeks they had not been getting any relief from the pump. Patient mentioned that the pump had slipped out of the pocket and was flipping backwards. Patient stated they had been on opiates for a long time and started feeling withdrawals and it was not pretty but about 5 or 6 days later they did and they were thinking maybe they just had the flu and then they completely stopped getting any kind of relief from it. Agent asked patient if they had any falls and patient stated no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The issue had not resolved with the patient's status being "alive-no injury. The patient's weight and medical history were asked but made unknown.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient¿s withdrawals symptoms were resolved after a surgery. The pump flipped/movement was resolved after tacked down with prolene mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.